Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the touchscreen was found to not respond when pressed. The probable cause was due to that the device touchscreen was out of calibration. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen buttons not working. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility the device touchscreen was not responsive. No additional information was provided.